Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, the device passed bench test and ride test and complaint issue was not able to be duplicated, so the original complaint issue was not able to be confirmed.

Event description:
Dealer alleges the chair will slow down and speed back up without releasing joystick.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer alleges the chair will slow down and speed back up without releasing joystick.